Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported blood leak between the apical cuff and the pump during implant could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported blood leak between the apical cuff and the pump during implant could not conclusively be determined through this evaluation. It was reported that during the implant procedure a blood leak was found between the apical cuff and the pump. The surgeon used a tool to unlock the cuff lock and rotated the pump to ensure there were no debris or blood stuck on the o-ring at the seal. The pump was locked again, and the blood leak appeared to resolve. At the end of the procedure, prior to sternum closure, a blood leak was again noticed between the apical cuff and the pump. The surgeon assessed the site and decided to wrap a sealant material called nuknit around the pump and cuff connection area circumferentially and ligated in place. The bleeding appeared to resolve, and the chest was closed. No further issues were noted. No equipment was replaced, and the patient did not experience any consequences from the issue. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon initial connection bleeding was noted between the pump and apical cuff, intra-operatively. The surgeon used the unlock tool to unlock the pump from the cuff and then rotated the pump clockwise/counterclockwise to ensure no debris or blood was stuck on the o ring at the seal. The pump was locked again and the issue appeared to resolve. When the surgeon was about to close the chest, bleeding was again noted between the pump and the cuff. The surgeon assessed the site and decided to wrap a sealant material called nuknit around pump and cuff connection area circumferentially and ligate in place. The bleeding appeared to resolve and the chest closed. No further issues were noted. No equipment was replaced and the patient did not experience any consequences from the issue.